Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in critical override. A technical support specialist dialed into the server and checked the received messages table, found that the last message received was one hour behind the current time, reviewed the facility inbound problem table, sorted by problem start date time in descending order, and identified that electronic privacy information center (epic) rx and electronic privacy information center (epic) active directory were showing as down, verified this in the health site viewer, which displayed an active notice indicating electronic privacy information center (epic) was currently down or delayed, contacted the customer to confirm whether there were issues on their electronic privacy information center (epic) interface side, and they confirmed that electronic privacy information center (epic) was experiencing problems at that time. Tss followed up one hour later and ran a downtime query, which showed that all carefusion coordination engine (cce) messages were current. The customer confirmed the issue was resolved, all stations were no longer in critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all the stations were on critical override. Customer had reached hit to confirm whether there had been any network issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.